Manufacturer narrative:
(B)(4). Complaint device was returned to dexcom and evaluated. The reported failure was not confirmed and no failure detected. Review of the data log confirmed the reported intermittent out of range signal.

Event description:
Patient's parent contacted dexcom technical support on (B)(6) 2013 to report that on (B)(6) 2013 the transmitter gave intermittent out of range signals. At the time of contact with dexcom technical support, patient's parent did not report any medical intervention or injuries. Dexcom has issued an rga for patient to return the device to be investigated.